Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: this is a duplicate report of MFR report # 6000034-2014-00321. All future events will be reported under 6000034-2014-00321. This report is filed march 6, 2014. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.